Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The guidewire tip was detached from the distal tip. There were marks of the adhesive agent being applied to the distal tip which was connected to the guidewire tip. The manufacturing record was reviewed and found no irregularities. A likely cause of a problem might be the guidewire near the tip region was bent for some reasons. That caused the adhesion peeling between the guidewire tip and the basket wire. As a result, the guidewire tip came off. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore the exact cause of the reported event could not be conclusively determined at this time. It was confirmed that the tip was missed. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during endoscopic retrograde cholangiopancreatography using the subject device the following event occurred. It was found that the plastic tip dropped into the duodenum after the basket was pulled out of the papilla. The plastic tip was subsequently retrieved and another device was used. There was no patient injury reported.